Event description:
On (B)(6) 2011, patient reported the down button on the infusion device is defective. The up button continues to function as intended. This was first noticed a few days ago when patient tried to view the bolus history. Infusion device was not dropped, and patient delivers approximately 10 boluses per day. Infusion device was replaced and requested for evaluation. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue.